Event description:
It was reported that stent damage occurred. Following pre-dilation, a 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and it failed to cross the lesion and the stent strut was lifted. The device was removed, and the procedure was completed with another of the same device. No patient complications nor injuries were reported.